Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 478 mg/dl and 162 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 500 mg o metformin and 10 mg of glipizide minutes before getting the readings. Reporter stated that he ate breakfast after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.